Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd insulin syringe with the bd ultra-fine¿ needle there was leakage from the device. It was stated ¿when the consumer tried to fill the needles they were leaking. This happen before use.¿ no additional information. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned 190 1/2cc, 8mm, 31g syringes in sealed poly bags with the shelf cartons from lot # 7093610. Customer states that the syringe was leaking. Thirty out of 190 returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 7093610. All inspections and challenges were performed per the applicable operations qc specifications. There were four notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.